Event description:
It was reported following two inflations, during a venous fistula graft declot procedure, difficulty was encountered removing this balloon catheter through the introducer sheath. Exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching and remaining in the pt. Retrieval of the detached balloon and catheter segment utilizing a snare was uneventful. The procedure was successfully completed with this unit. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter was received in two pieces. The proximal catheter shaft segment measured 71.9 centimeters and was stretched and displayed chatter marks on the shaft coating. The proximal balloon bond was intact and 2 millimeters of the balloon sleeve remained on the catheter shaft. The distal returned segment measured 4.6 centimeters. All balloon material was present and intact. The distal tip was flattened extending from 5 millimeters to 2 centimeters from the distal tip and a kink was noted 2 centimeters from the distal tip. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting an arteriovenous fistula graft and co's follow up revealed resistance and encountered removing this balloon catheter. This device displayed characteristics consistent with exertion against resistance, an elongated, flattened catheter shaft. Co believe's the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "synergy balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, ilio-femoral, popliteal, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel.